Manufacturer narrative:
Analysis found that the customers reason for return has not been confirmed, the handpiece runs without any defects. No deviations have been found. The grey box has been added. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the drill wobbles. There was no delay in the procedure as a result of this event. There was no patient impact.